Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
Material no. 381544 batch no. 8278868. It was reported that during use of the bd insyte¿ autoguard¿ shielded IV catheter the catheter needle hub was broken. The following information was provided by the initial reporter: needed second IV start. The green hub was broken. The product has been discarded unfortunately. First time occurrence has been brought to managers attention.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Material no. 381544, batch no. 8278868. It was reported that during use of the bd insyte¿ autoguard¿ shielded IV catheter the catheter needle hub was broken. The following information was provided by the initial reporter: needed second IV start. The green hub was broken. The product has been discarded unfortunately. First time occurrence has been brought to managers attention.